Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient fell yesterday, (B)(6) 2017 and landed on the pump. The patient¿s family was concerned that the infusion system may have sustained some damage. It was noted that the pump was last filled on monday. The healthcare provider suspects the patient may have had a seizure today. The healthcare provider stated that the seizure was not in front of them but the healthcare provider was notified by the patient¿s family and paramedics. The patient was given versed 5 mg prior to arrival and ativan 2mg IV (intravenous). The healthcare provider was requesting a company representative be paged to come and check the pump.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The troubleshooting/diagnostics related to the concern that the infusion system may have sustained damage from a fall and the patient¿s seizure after the fall was noted to be that the patient went to the emergency room and there was no report noted of the pump being damaged. This hcp had received a call on (B)(6) 2017 from the patient¿s local hospital and this hcp had advised them to call the manufacturer. The cause for the concern that the infusion system may have sustained damage due to the fall and the cause of the patient¿s seizure after the fall was noted as ¿no documentation he had a seizure for sure¿. The concern regarding the infusion system having sustained damage from the fall and the seizure after the fall, per this reporter, was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.